Manufacturer narrative:
Method - analysis of programming history.

Event description:
During the review of the patient's programming history database, it was noted that a faulted system diagnostic test unintentionally re-programmed the patient's generator during the initial implant surgery on (B)(6) 2003. The settings were not fully corrected until (B)(6) 2003.